Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard pump that had a failure was not confirmed or reproduced during service. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard (B)(4) and (B)(4) in the u.s. Region as of (B)(6) 2010 (refer to end of service notification (B)(4)). Baxter continues to support the product in the (B)(6) and will do so until parts remain available. Per the flo-gard quality plan (B)(4) baxter will continue to collect product complaints but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. However, baxter will continue to monitor and report on death and serious injury (dsi) events and follow existing escalation processes (e.g., hha, MDR, fca etc.) To assess the impact on patient safety.

Event description:
This is a report of a flo-gard pump that had a failure, that could have caused an interruption of delivery. The reported condition occurred upon power up in the ER department. There was no patient involvement injury or medical intervention related to this event. No additional information is available.